Event description:
It was reported that the liner wouldn't fit inside the cup. In the process of inserting, the acetabular wall was fractured. As a result, the patient will need to undergo another procedure to correct the adverse event. No further intervention has been reported to date. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00875200628, item name: hxpe liner elevated ee28, lot # 66817052. 00-6250-065-15, item name: trilogy bone scr 6.5x15, lot # j7733806. 00-6250-065-25, item name: trilogy bone scr 6.5x25, lot # j7758932. 00-6250-065-20, item name: trilogy bone scr 6.5x20, lot # j7680223. G2: foreign: india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified the shell has scratches and nicks are present all around the internal surfaces and top flat rim of the shell. Outside diameter of rim has scratches as well. No other damage was noted during visual evaluation. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.